Event description:
It was reported that during a total abdominal hysterectomy procedure, the first device's tissue pad was burnt. This could be due to surgeon error. A second device was opened, but an error code 5 was displayed. A third device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device (a) was returned with the tissue pad melted. Possible causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade, and tissue pad to avoid damage to the tissue pad. Both conditions can result in possible damage to the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that the device b was returned in good physical condition. The device was tested with a generator and was functional; no error code 5 was noted during testing. The tissue pad was examined and normal wer was visually seen. There were no anomalies noted with the functionality of the device. Device b batch # e9ev7u. Mfg date 3-27-2009. Exp date 2-27-2013.